Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up report will be submitted.

Event description:
Received info stating customer received an altitude alarm. Reportedly customer's blood glucose level was not impacted.